Event description:
On (B)(6) 2004, a monarc subfascial hammock was implanted to treat stress urinary incontinence. Plaintiff's attorney has alleged that, "within months after the initial implant, plaintiff experienced complications from the defective mesh requiring additional medical care and treatment and/or surgical intervention." It was also alleged that, "after, and as a result of implantation," the plaintiff, "suffered serious bodily injuries, including extreme pain, continued stress urinary incontinence, erosion of internal bodily tissues and other injuries," has "undergone multiple subsequent surgeries," "has experienced significant mental and physical pain and suffering," "hardening," "worsening urination," "will continue to require healthcare," "has suffered and will continue to suffer mental anguish, diminished capacity for enjoyment of life," "chronic and debilitating pain," "dense scarring," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.